Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt came to doctor's office complaining of left hip pain and the x-ray revealed a loose acetabular component. During explant of the shell, it was noted there was no bony ingrowth. It was also noted there was abrasions on the liner and femoral head, also metallosis inside the femoral head."